Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal was analyzed and found to have a torn jaw cover. The tears measured approximately 0.031" - 0.036" in length. No material appears to be missing. The instrument passed the recognition, engagement, self-check tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. Upon visual inspection, all 9 jaw ceramic dots were present at the tips. The energy cord was returned cut, so energy delivery was unable to be performed. Additionally, visual inspection was performed, and the instrument was found to have a damaged cut electrode. A torn cut electrode was observed. The instrument was found to have scratch marks/abrasions on the grip tip. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, there was a hole in the protective cover/rubber part of the synchroseal. The procedure was completed with no patient harm and no delays. Intuitive surgical (is) contacted the reporter and obtained the following additional information regarding this event: the customer states the synchroseal was removed from the sealed packaging already defective. The instrument was removed from the operating table and was not used on the patient.

Manufacturer narrative:
Advanced failure analysis (afa) confirmed the initial findings of damaged jaw cover and exposed electrode. The instrument was used for 42 minutes during the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2022-01-c, as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.